Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in an adult male pt who received gsk denture adhesive (super poligrip denture adhesive cream) cream for denture adhesion. A physician or other health care profession has not verified this report. On an unk date, the pt started super poligrip denture adhesive cream (dental). At an unk time after starting super poligrip denture adhesive cream, the pt experienced zinc poisoning described as absorption of excess zinc. At the time of reporting, the outcome of the event was unk. The claim states "these denture adhesive products contain high levels of zinc which is absorbed through the gums and leads to the development of toxic and excessive levels of zinc causing peripheral neuropathy and other neuromotor disorders caused by the excessive levels of zinc... As a direct and proximate result... Plaintiffs, and those similarly situated, have been exposed to a hazard and, as a result, suffer a significantly increased risk of developing severe and life threatening peripheral neuropathy."

Manufacturer narrative:
Follow up info was received on (B)(4) 2011, via fact sheet completed by the pt and/or the pt's attorney. Fixodent original was used from 1990 until the time of this report, used once daily, one-half a 2.4 ounce tube a week. Super poligrip original was used from 1990 until the time of this report, used once daily, one-half of a 2.4 ounce tube a week. The pt experienced neuropathy, hyperzincemia, weakness in hands/arms/legs, poor balance, pain in extremities, burning sensation on skin, and a loss of sensation in hands and feet. This case has been upgraded to medically serious by gsk. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).